Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Outdated pcb and power switch. Cracked enclosure, tank cover, and broken drain. Visual inspection performed. Put water in reservoir. The device leaked from the reservoir confirming the customer's complaint. The root cause was a crack in the enclosure and cracks in the tank cover. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit needed repair/exchange due to leaking from the reservoir from normal wear and tear. There was no patient involvement and no harm/adverse event reported.